Event description:
It was reported that the healthcare provider (hcp) had difficulty accessing the catheter access port (cap). The appropriate kit and needled were used. The template was used. When attempting to access, only metal was felt, not the silicone rubber septum. Other hcp¿s attempted access and were also unsuccessful. A CT image was taken and the pump was not flipped. The reporter also noted volume discrepancies during refills over the course of the 6 months prior to the report. At the previous refill the expected residual volume (erv) was 7ml while the actual residual volume (arv) was 11ml. No diagnostic studies had been performed and no bolus was given. The patient experienced intermittent increased spasticity, usually worse at night. The device system was used to deliver baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2003. Product type: catheter. (B)(4).